Event description:
It was reported that the device does not recognize 6cc monoject syringes. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top and bottom cases were in excellent condition. No visible contamination. During syringe and calibrate syringe size testing, the reported problem was duplicated. The root cause of the reported issue was found to be there was a cracked and broken barrel clamp guide. Piece of barrel clamp guide found inside the device. Replaced barrel clamp guide. Performed calibration on the pump and passed.